Event description:
The facility reports the patient was being transferred from wheelchair to bed. As the carers started the lift, the hoist tipped over, trapping the patient between the hoist and the wardrobe. The patient suffered soft tissue damage to the right knee and some bruising to the leg. The patient was examined in the "a&e" department at hospital.